Event description:
An optometrist reported that a patient presented with a corneal ulcer, corneal edema, infiltrates, mild inflammation, diffuse injection, pain, and blurry vision in the left eye, approx six weeks following lasik surgery. The patient was treated with topical antibiotics. In a follow up, a tech reported that the event has resolved. No further info is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).